Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of noise could not be conclusively determined.

Event description:
During the paroxysmal supraventricular tachycardia procedure, there was a delay due to catheter noise issues. The catheter was inserted into the patient and connected to the tactisys and ensite. Noise was noted on electric potentials 1-2 and 3-4. The catheter was reconnected with no resolution. The catheter was replaced but the same issue occurred. The grounding was rechecked, the power source location was changed, and unnecessary power supplies were turned off, but the electric potentials did not improve. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient.